Manufacturer narrative:
The electronic logfile was available for investigation. The reported symptom could be reproduced by means of the stored information. The case in question was started at 11:12am using man/spont and continued from 11:21am in volume af mode. Ventilation was unremarkable and stable until 11:39am, when an unexpected pressure within the vacuum section of the pneumatic system was detected. This section is not connected with the patient. The device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, generated an audible and visible ventilator fail alarm and automatically changed to man/spont. Based on the given information the failure most likely resulted from a temporary failure of the vacuum-pressure sensor located on the pcb vgc analog. The field-failure-rate of the last 3 years for this pcb is deemed acceptable.

Event description:
It was reported that the ventilation gas controller (vgc) forced the user to stop automatic ventilation and switched to manual ventilation. When the machine did the "vent fail" message, it automatically switched over to bag mode and gave the crna the mess